Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having issues with the current sensor. The customer stated that his blood glucose was 85mg/dl, but the sensor reads 185mg/dl. The customer stated having a lot of lows and had to be revived when his glucose level dropped to 41mg/dl and 46mg/dl. The caller stated that he did not go to the emergency room or hospital, but had called the police and paramedics to revive him. No further information was provided.